Event description:
Information was received indicating that leaking was noted from the top chamber of a smiths medical level 1 trauma fast flow disposable. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Other text: device evaluation- one device sample was returned for evaluation. The device was connected with a level 1 fast flow fluid warmer and given functional testing. The device was found to leak at the bond between the bag spike and the drip chamber. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. During production the device was sampled for leak testing at regular intervals. Since the device was produced, the solvent bonding dispensing method has been updated in order to produce a more consistent application and produce a more accurate bonding depth.